Event description:
It was reported that this implantable lead was part of a system revision due to infection with fluid discharge. There were no additional adverse patient effects reported. This implantable lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this lead was not confirmed. This lead was analyzed, passed all the baseline tests and exhibited normal lead functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes with allergic reaction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to infection with fluid discharge. There were no additional adverse patient effects reported. This implantable lead was explanted. Additional information indicated that the patient had an allergy to nickel sulfate hexahydrate with this implantable lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this lead was not confirmed. This lead was analyzed, passed all the baseline tests and exhibited normal lead functions. This supplemental is being filed to capture the investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to infection with fluid discharge. There were no additional adverse patient effects reported. This implantable lead was explanted. Additional information indicated that the patient had an allergy to nickel sulfate hexahydrate with this implantable lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to infection with fluid discharge. There were no additional adverse patient effects reported. This implantable lead was explanted.